Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that over the summer, a set seemed to have pinholes which resulted in air being drawn into the line and the device alarming for air in line. There was no patient harm.